Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for cobas creatinine plus ver.2 assay (crep2) on a cobas c 503 analytical unit. The initial result was 2.89 mg/dl. The patient was seen in the emergency room (ER) where a new sample was obtained and the result was 0.78 mg/dl. Based on the result from the ER the original sample was repeated with a result of 0.9 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 836716 with an expiration date of 31-jul-2025. Calibration was last performed on (B)(6) 2024 with acceptable results. The customer's level 2 qc was high and out of the acceptable range. This is an indicator of a possible reagent or instrument issue. The customer used a centrifugation time of 6 minutes and a speed of 4150 revolutions per minute (rpm). Based on the customer's sample tubes, the centrifugation time may be too short and the speed may be too fast. The following alarms were observed on the alarm trace data: "abnormal aspiration (sample pipetter)" and "remaining volume decrease." The field service engineer (fse) replaced the sample probe and reagent probes, performed reagent probe adjustments, and verified the gear pump and water pump pressures. A 21-cup precision was performed. The customer had no further issues after the service visit. The specific cause of the event could not be determined; however, the service actions resolved the issue.